Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of an exit-site infection, characterized by erythema and purulent exudate. It is well established that exit-site infections are the most prominent complication for pd patients. The root cause of this patient¿s infection can be attributed to inappropriate handling of the pd catheter while connected to cycler tubing as reported by a medical professional. Though the patient alleged that the infection was due to shortened tubing on the liberty cycler set, the tubing length was the intended model of this product and cannot be considered a malfunction of deficiency. Due to the recommended strict handling and cleansing of the catheter and catheter site, it can be concluded by the patient¿s own admission that rough handing of the catheter was the root cause of this infection. Therefore, a malfunction of deficiency of the liberty cycler set can be excluded as a potential source or contribute to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2025, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service they were hospitalized with an infection due to shortened tubing on the liberty cycler set. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following erythema and purulent exudate noted at their pd catheter (not a fresenius product) exit-site. The patient was diagnosed with a catheter exit-site infection and provided antibiotics (types, routes and dosages unknown) to address the infection while hospitalized. The patient¿s infection was attributed to pulling too hard on their catheter repeatedly as a result of shortened cycler tubing. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged home on (B)(6) 2025. It was confirmed the patient¿s exit-site infection and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s) as the patient knew the tubing had been shortened but continued rough handling of his catheter. The patient recovered from this event as they continue ccpd therapy on the same liberty select cycler as before the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2025, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service they were hospitalized with an infection due to shortened tubing on the liberty cycler set. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following erythema and purulent exudate noted at their pd catheter (not a fresenius product) exit-site. The patient was diagnosed with a catheter exit-site infection and provided antibiotics (types, routes and dosages unknown) to address the infection while hospitalized. The patient¿s infection was attributed to pulling too hard on their catheter repeatedly as a result of shortened cycler tubing. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged home on (B)(6) 2025. It was confirmed the patient¿s exit-site infection and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s) as the patient knew the tubing had been shortened but continued rough handling of his catheter. The patient recovered from this event as they continue ccpd therapy on the same liberty select cycler as before the event.